Event description:
The manufacturer received information liver disease/toxicity, lung disease. There was report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.